Manufacturer narrative:
Product complaint # (B)(4) this is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information: a2, a4, b7, h6. Additional information: d4 ¿ the actual device batch number associated with this event is not known. The international affiliate reports the following possible batch numbers: batch 100qzp, expiration date: mar/31/2026 date of mfg.: apr/26/2024, batch 1014pt, expiration date: apr/30/2026 date of mfg.: may/18/2024, batch 1015b1, expiration date: apr/30/2026 date of mfg.: may/20/2024, batch 104eaq, expiration date: oct/31/2026 date of mfg.: nov/9/2024, batch 104g5p, expiration date: oct/31/2026 date of mfg.: nov/2/2024. In addition, a review of the manufacturing record evaluation for the possible batch numbers was performed for the finished device lot, and no non-conformances were identified. Additional information was requested, and the following was obtained: q: please provide the patient's demographic information including age, gender, weight, bmi at the time of index procedure. A: age: 83y, gender: male, weight: 75kg, bmi: 25.06. Q: confirm patient underwent a hepatectomy? A: no. Pancreatectomy q: the diagnosis and indication for the index surgical procedure? A: cholangiocarcinoma q: what was the initial approach for the index surgical procedure? (Open, laparoscopic or other)? A: open q: on what tissue was the suture used? A: aponeurosis q: what was the tissue condition (normal, thin, calcified, fragile, diseased)? A: normal q: when beginning the running suture, did the surgeon take the first pass above or adjacent to the incision in a direction away from the incision? A: yes. Above q: after taking the first pass away from the incision, did the surgeon then take a pass of tissue perpendicular to the initial pass? If so, how many perpendicular passes? A: yes. At least 1 passage q: did the surgeon then proceed with wound closure in the opposite direction of the first pass? A: yes q: was the fixation tab seated against the tissue at the initiation of suture use during the index procedure? A: yes q: were two reverse stitches performed across the incision prior to closure? A: yes q: please describe the appearance of the suture during the second procedure? A: no data q: - did the suture break post-op? If so, where was the break noted (termination, middle, end)? A: no data q: - did the suture barbs not engage in the tissue post op? A: no data q: - other ? A: aponeurosis with total dehiscence q: were there any patient stress factors that led to the suture breaking or pulling out of the tissue? A: no q: onset date/time of dehiscence? (# post op days) a: 6 days q: please describe any surgical intervention required for the evisceration including date and findings. A: aponeurosis with total dehiscence and a new closure was performed with pds 0.

Event description:
It was reported that a patient underwent a hepatectomy on (B)(6) 2025 and barbed suture was used. Due to eviscration in the post-surgery period, it was necessary to reoperate on the patient 1 week later. The patient is still hospitalized in intensive care due to evisceration caused by the breakage of the suture (leak). Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). This is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H6 component code: g07002 device not returned. Additional information: d4 ¿ the actual device batch number associated with this event is not known. The international affiliate reports the following possible batch numbers: 1015b1, 104g5p, 100qzp, 104eaq, 1014pt. D4: full UDI currently unavailable since the exact lot of the suspected device cannot be determined. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. For each patient, please provide the following information: please provide the patient's demographic information including age, gender, weight, bmi at the time of index procedure. Confirm both patients underwent a hepatectomy? The diagnosis and indication for the index surgical procedure? What was the initial approach for the index surgical procedure? (Open, laparoscopic or other)? On what tissue was the suture used? What was the tissue condition (normal, thin, calcified, fragile, diseased)? When beginning the running suture, did the surgeon take the first pass above or adjacent to the incision in a direction away from the incision? After taking the first pass away from the incision, did the surgeon then take a pass of tissue perpendicular to the initial pass? If so, how many perpendicular passes? Did the surgeon then proceed with wound closure in the opposite direction of the first pass? Was the fixation tab seated against the tissue at the initiation of suture use during the index procedure? Were two reverse stitches performed across the incision prior to closure? Please describe the appearance of the suture during the second procedure? Did the suture break post-op? If so, where was the break noted (termination, middle, end)? Did the suture barbs not engage in the tissue post op? Other? Were there any patient stress factors that led to the suture breaking or pulling out of the tissue? Onset date/time of dehiscence? (# post op days). Please describe any surgical intervention required for the evisceration including date and findings. Did the operating surgeon observe any suture deficiency or anomaly before, during, after the suture placement or during any re-operation? What symptoms did the patient experience following the index surgical procedure? Onset date? Other relevant patient history/concomitant medications? What is the physician¿s opinion as to the etiology of or contributing factors to this event? What is the patient's current status? Are the product samples being returned for evaluation? If so, please provide the return date and tracking information. Surgeon¿s name?

Manufacturer narrative:
Product complaint # (B)(4) this is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information: d9, h3, h6. Additional h6 component code: g07002 no device problem. Additional h3 investigation summary: the product was returned to ethicon for evaluation. Three representative unopened samples were received for analysis. Product code sxpp1a439, lot 1014pt. The complaint sample was not received for evaluation. Upon initial inspection of the samples, no external damages were observed on the external packets. In order to evaluate the condition of the returned samples, the packets were opened. The swage and attachment area were noted to be as expected. The sutures were dispensed without problems and examined along the strand to detect any issue related no defects were observed during evaluation. The functional test was performed using instron equipment, and the pull force and tensile strength were above the minimum requirements. The event described could not be confirmed as the device performed without any defect noted. As part of the ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. The event described could not be confirmed as no product defect was identified, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the laboratory analysis. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. The product was returned to ethicon for evaluation. One representative unopened sample was received for analysis. Product code sxpp1a439. The complaint sample was not received for evaluation. Upon initial inspection of the sample, no external damages were observed on the external packet. In order to evaluate the condition of the returned sample, the packet was opened. The swage and attachment area were noted to be as expected. The suture was dispensed without problems and examined along the strand to detect any issue related no defects were observed during evaluation. The functional test was performed using instron equipment, and the pull force and tensile strength were above the minimum requirements. The event described could not be confirmed as the device performed without any defect noted. As part of the ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. The event described could not be confirmed as no product defect was identified, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the laboratory analysis. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. The product was returned to ethicon for evaluation. One open box with seven representative unopened samples was received for analysis. Product code sxpp1a439, lot 104eaq. The complaint sample was not received for evaluation. Upon initial inspection of the samples, no external damages were observed on the external packets. In order to evaluate the condition of the returned samples, the packets were opened. The swage and attachment area were noted to be as expected. The sutures were dispensed without problems and examined along the strand to detect any issue related no defects were observed during evaluation. The functional test was performed using instron equipment, and the pull force and tensile strength were above the minimum requirements. The event described could not be confirmed as the device performed without any defect noted. As part of the ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. The event described could not be confirmed as no product defect was identified, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the laboratory analysis. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. The product was returned to ethicon for evaluation. Six representative unopened samples were received for analysis. Product code sxpp1a439. The complaint sample was not received for evaluation. Upon initial inspection of the samples, no external damages were observed on the external packets. In order to evaluate the condition of the returned samples, the packets were opened. The swage and attachment area were noted to be as expected. The sutures were dispensed without problems and examined along the strand to detect any issue related no defects were observed during evaluation. The functional test was performed using instron equipment, and the pull force and tensile strength were above the minimum requirements. The event described could not be confirmed as the device performed without any defect noted. As part of the ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. The event described could not be confirmed as no product defect was identified, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the laboratory analysis. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. The product was returned to ethicon for evaluation. One open box with five representative unopened samples was received for analysis. Product code sxpp1a439. The complaint sample was not received for evaluation. Upon initial inspection of the samples, no external damages were observed on the external packets. In order to evaluate the condition of the returned samples, the packets were opened. The swage and attachment area were noted to be as expected. The sutures were dispensed without problems and examined along the strand to detect any issue related no defects were observed during evaluation. The functional test was performed using instron equipment, and the pull force and tensile strength were above the minimum requirements. The event described could not be confirmed as the device performed without any defect noted. As part of the ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. The event described could not be confirmed as no product defect was identified, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the laboratory analysis. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance.